Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that dissector balloon, obturator, lock collar, trocar balloon all appeared intact. The insufflation bulb was received. The inflation syringe was not received. The valve seal was cut. Pmv performed functional testing; the trocar balloon was inflated no leaks detected. The hole of the dissector balloon was covered and inflated, no leaks were detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the seal cut may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic totally extra peritoneal hernia repair procedure, the balloon would not inflate, air leaked around the seal and valve seal damaged. To complete the case, the surgeon held their finger over the port and the dissection balloon inflated. No patient injury noted. The device is expected to be returned for evaluation.